Event description:
The iab was inserted into the pt on 11/5/97 at 10:45 am and removed on 11/7/97 at 1:15 pm. The iab was reinserted in the left groin after it was removed from the right groin site due to bacteremia. The iab did not malfunction. The pt had an infection and removal of the iab was required. The iab was not returned to datascope. (Event complications: the pt had an infection/removal required - reported 8/28/98. Pt's current status: discharged 8/28/98.